Manufacturer narrative:
B3: date of event has been estimated d11: date of implant has been estimated g9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 1494 - indication for use the device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It should be noted the xience v everolimus eluting coronary stent systems instructions for use (IFU) states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. It is undetermined if the deviation of the IFU caused and/or contributed to the reported difficulties. The reported patient effects of angina and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. The investigation determined a conclusive cause for the reported material deformation cannot be determined. Additionally, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na h3 other text : the stent remains in patient.

Event description:
It was reported through an article titled: stent recoil in overlapping stent 18 years after wiktor stent implantation, that post 11 years from implantation of a non-abbott stent, stenosis was noted and an unspecified xience v stent was implanted to treat it in the mid left main trunk to the middle part of the non-abbott stent. Twelve months follow-up post-implantation of the xience v stent, 50% stenosis was revealed in the overlapping zone. Then during a 7-year post-evaluation of the xience v stent, the patient was suffering from angina and angiography revealed in-stent restenosis with stent recoil in the middle of the non-abbott stent. Re-vascularization was performed for the in-stent lesion. Optical coherence tomography findings demonstrated that the stent struts in the stenosis lesion had collapsed and were covered with diffusely thickend neointima in a layered tissue pattern. Another unspecified xience alpine was implanted at the lesion. No additional information was provided.